Manufacturer narrative:
Update: access port has been identified in block d.10 additional manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history review cannot be conducted as a serial number was not provided. A device history record review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unknown procedure in (B)(6) 2025, and ¿estimated 10 cases sce. They came in through the ER. All patients are ok now. Dr. Denies any change in port set up or workflow. Used 12 mm airseal asist port through applied medical's gel port and routinely operated at low pressure.¿. Further assessment found ¿sce is subcutaneous emphysema¿. There was no report of a device malfunction. This report is being raised due to the reported injury of subcutaneous emphysema. The airseal 12 mm access port and applied medical's gel port will be listed as concomitant devices. There are no allegations filed against them.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unknown procedure in (B)(6) 2025, and ¿estimated 10 cases sce¿. They came in through the ER. All patients are ok now. Dr. ¿ denies any change in port set up or workflow. Used 12 mm airseal asist port through applied medical's gel port and routinely operated at low pressure.¿. Further assessment found ¿sce is subcutaneous emphysema¿. There was no report of a device malfunction. This report is being raised due to the reported injury of subcutaneous emphysema. The airseal 12 mm access port and applied medical's gel port will be listed as concomitant devices. There are no allegations filed against them.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.